Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m there were cracks that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: we seem to be having real struggles with air in the IV tubing. I have reviewed the priming process and there seems to be nothing consistent about air being in the tubing. It can be on day two of initiation of line or initially, there doesn¿t seem to be a consistent theme. We have also had leaking from a crack underneath the drip chamber.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m there were cracks that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: we seem to be having real struggles with air in the IV tubing. I have reviewed the priming process and there seems to be nothing consistent about air being in the tubing. It can be on day two of initiation of line or initially, there doesn¿t seem to be a consistent theme. We have also had leaking from a crack underneath the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 23-may-2023 investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - leak complaint was verified by inspection. The sample infusion set was first visually examined. A large tear in the infusion set tubing below the drip chamber was identified. Priming of the infusion set showed leaked from the tear under the drip chamber. A device history record review for model 10015012 lot number 21095217 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in the sample looks to be an excess amount of solvent at the junction between the tubing and the lower drip chamber, and poorly coiled product during the packaging process. This excess amount of solvent combined with improper coiling of the tubing can create kinks in the tubing that will remain in the tubing even after uncoiling the product, creating possible tears allowing leakage from the tubing. Updates to the solvent application process and packaging procedure were made in order to correct this issue. This excess amount of solvent can create kinks making tearing easy in the tubing.